Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer contacted customer in two follow-up emails in effort to obtain additional information (including contact telephone number) and to assist with the initial concern - unable to obtain additional information at this time; customer did not provide a contact telephone number.

Event description:
Consumer reported complaint via e-mail for the ketone test strips. Customer stated that the ketone test strip pad turned grey after performing a urine test; customer stated that this did not occur every time. Customer stated that the test strip vial was "relatively new" and had been sealed; no lot number was provided. Customer stated that he has been using the ketone test strips for about a year. No symptoms or medical attention associated with the use of the product were reported.